Manufacturer narrative:
Product ID 37761, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of therapy turning off was that the cord that "goes between charger and controller end broke off." Replacement resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they cannot charge and the ins depleted and therapy is off. The connector pin is broken on the desktop charger. No out of box failure was reported. They are implanted for parkinson's dual and movement disorders.